Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities and this implantable lead exhibited an episode that was a result of oversensing. This oversensing resulted in pacing inhibition in this pacemaker dependant patient. No loss of consciousness was reported. A guidant technical services (ts) consultant recommended performing pocket manipulation and isometrics to produce/reproduce noise. Ts also discussed changing the sensitivity from nominal to least, or performing a noninvasive programmed stimulation (nips) study.